Manufacturer narrative:
The investigation has determined that higher than expected vitros tsh results were obtained when testing two samples from one patient using a vitros 5600 integrated system. An assignable cause could not be determined. Pre-analytical sample handling or an interferent specific to the patient samples could not be ruled out as contributing factors to the higher than expected patient results. Since the higher than expected patient results occurred across 2 different reagent lots, the tsh reagent lot is unlikely to be a contributing factor to the event. The instrument is not likely to be a contributor to the event, but due to insufficient precision testing, it cannot be completely ruled out as a contributing factor.

Event description:
A customer obtained higher than expected vitros tsh results when testing two samples from one patient using a vitros 5600 integrated system. Patient sample 1 vitros tsh lot 5148 result 12.6 miu/l versus the non-vitros method tsh result 4.60 miu/l. Patient sample 2 vitros tsh lot 5375 result 11.0 miu/l versus the non-vitros method tsh result 4.60 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer considered the non-vitros method tsh result, (4.60 miu/l), to be the expected result for the patient. The higher than expected vitros tsh results were reported from the laboratory. A physician prescribed euthyrox based on the higher than expected tsh results however the patient did not take the medication. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).